Event description:
Pt has breast implants which are defective in manner. The pt is experiencing a tremendous amount of pain in both breasts. The left breast has a capsular contracture. Pt has lumps under her arm due to implants. Pt feels she could be dying from possible silicone leakage into her body.